Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope's distal end was burnt. The issue was found during reprocessing for a tracheoscopic biopsy. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leaking of the channel tube due to a pinhole and the venting valve to be leaking. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the procedure was diagnostic and completed with the same equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in sheath of the accessory, and electrified without contacting electrode of an endo therapy accessory with mucosa. As a result, the distal end was burnt. However, a definitive root cause could not be determined. Instructions for use (IFU) provides the following warnings for high-frequency cauterization in operation manual. Chapter 4.3 "using endo therapy accessories" warning "always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur." "Always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result." "Be sure to contact the electrode section of the high-frequency endo therapy accessory with tissue when performing high-frequency cauterization treatment to prevent equipment damage and operator and/or patient burns." Olympus will continue to monitor field performance for this device.